Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device had an undetermined malfunction was confirmed. An assessment was performed and it was observed that the device had a drilled and bent leg. It was determined that the issue with the drilled and bent leg was due to excessive side loading causing the cutter to flex and to come in contact with the leg of the neuro-tip. The assignable root cause was determined to be due to component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the craniotome device had an undetermined malfunction. During service and evaluation, it was determined that the craniotome device had a drilled and bent leg. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.